Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to a pocket infection. No return of product is expected and no information provided on a replacement device. No other adverse patient effects have been reported.